Event description:
It was reported that a patient underwent a idvt - left ablation procedure with decanav electrophysiology catheter. The patient suffered pericardial effusion requiring pericardiocentesis. It was reported, that before ablating they mapped the rvot (right ventricular outflow tract) in cs with no early signals and put up ice (intracardiac echocardiography) because they were going to go retrograde. They saw that there was an effusion. The patient was already partially heparinized. They reported that they pulled up ice because they were going to map the aortic valve. They saw the pericardial effusion and began monitoring the patient. The physician performed a pericardiocentesis and drained 300 cc's of fluid. They reported that the patient's vitals were all stable, except for a minor drop in blood pressure. The patient was reported to be in stable condition. The medical team reported that there were no errors and none of the biosense webster products malfunctioned. Injury was pericardial effusion. It was discovered as the patient's blood pressure dropped a small amount, but nothing drastic. No other vital signs were abnormal. They noticed the effusion on ice (intracardiac echocardiography). The caller reported that they confirmed it on ice and could see the effusion and started sound mapping the effusion at that point. A pericardiocentesis was performed and a cell savor was used to put the blood back into the patient. The patient was stable when they left. A decanav catheter, a smarttouch sf ablation catheter, and soundstar catheter were all in the body at the time of the adverse event. The catheters were not saved, and no catheter information could be provided. Surgical intervention was provided as they were draining the effusion. They do not believe patient require extended hospitalization because of the adverse event. Relevant tests/laboratory data- none. The medical team did not use any rf (radiofrequency) ablation though. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001325803